Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while implanting the intraocular lens (iol), a small white particle came with the lens into the eye. The doctor was able to flush the particle out of the eye while the viscoelastic was removed and after that the doctor was able to complete the procedure. The account tried to find the particle after the surgery, but it was too small to see without a microscope. The lens remains implanted in the patient's eye. There was approximately a 2 minute delay in the procedure due to this issue but there was no patient injury reported and the lens has been successfully implanted into the eye. The particle involved in this issue was subsequently thrown away by the account. No other information was provided.